Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h9 one cardiomems patient electronic system was received for evaluation. Visual inspection revealed no anomalies. Evaluation of the compact flash card revealed misconfiguration by the manufacturer to support only mdma operating speed. The reported event of error 5 was confirmed. The root cause of the reported event was determined to be the compact flash. The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018.